Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aneurysm. It was reported that a type ia endoleak was identified during a post-operative follow up scan. The physician identified the leak as a "gutter leak". This means that the stent graft wrinkled and blood flow is generated through this wrinkle. However, the leak is not flowing inside the aneurysm. The physician indicated that the patient had vessel prosthesis in the past; therefore, the gap between the prosthesis and the native vessel caused the stent graft not to seal the aneurysm. No clinical sequelae were reported and the patient will continue to be monitored by the physician. Film review analysis: review of a pre-implant still 3d cta and pre-implant drawing revealed that the patient had a 59 x 52mm diameter taa in the descending thoracic. The taa was located 6cm distal to the arch; the arch was acutely angulated 90 deg and had the appearance of a prosthesis. The aortic diameter just proximal to the taa was 29 - 33mm, and the inner diameter within the distal arch/prostheses varied from 21 - 26mm x 16 - 23mm. The thoracic diameter near the level of the celiac was 29 x 23mm. From the information provided, the cause of the reported type I endoleak could not be determined. Images post-implant were not available for review, therefore the location of the implanted stent graft is unknown and the endoleak could not be assessed. It is likely that placement within the previously placed arch prosthesis may have led to the degradation of the proximal seal which contributed to the endoleak.

Manufacturer narrative:
(B)(4).